Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the sensor RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. The transmitter was able to fully charge displaying solid green light and connect with transmitter manager software through a known good test cradle. Logs were downloaded and saved to folder mentioned in section 4 below.transmitter passed all high-level functional tests as in section 4 below. In order to reproduce customer complaint, the transmitter was placed on a white adhesive patch, paired with hand held device (hhd) and linked to sensor in 150mg/dl glucose solution (to mimic a sensor inside body) that was placed in 12 mm fixture. The sensor was always visible with expected signal strength on the placement guide and was able to link without any issue.the transmitter was then allowed to run for one full hour. The app was monitored throughout the testing and "no sensor detected" alert never appeared during the entire duration of the test. This issue could not be reproduced in house lab testing.

Event description:
On 3/29/2023 senseonics was made aware of an incident where the user cannot connect the transmitter to the sensor which led to sensor removal.